Event description:
It was reported that the atrial lead had no capture at maximum outputs and had high impedance. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID sedr01, igp, implanted: (B)(6) 2009. (B)(4).